Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# : (B)(6). Implanted: (B)(6) 2018. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving fentanyl (30 mcg/ml, 3.2 mcg/day) and bupivacaine (30 mg/ml, unknown dose) via an implantable pump. It was reported a catheter dye study was performed to verify catheter patency. The physician accessed the catheter access port (cap) and easily aspirated over 0.6 ml of fluid. The catheter volume was 0.234 ml. Upon aspirating, dye was infused to check catheter under fluoroscopy. The dye never reached the catheter tip but filled a large part of the catheter. The physician performed a normal priming bolus of cap chamber and catheter volume only. Post procedure, the patient presented with hypotension and was given emergency support. The patient was alert when the rep later returned to the facility. The patient was transferred to hospital for observations. The environmental, external, or patient factors that may have led or contributed to the event stated, "it was deemed that what likely happened was fluid was withdrawn from pump pocket and not the catheter. Assuming this, the fluid aspirated was not all the drug and cerebrospinal fluid (csf) so when the dye was infused and priming bolus performed, this caused the patient to receive too much drug. It is unknown how much of the catheter was clear of drug." Diagnostics and troubleshooting performed stated, "patient recovered well and was alert and conversational when [the rep] returned." The interventions / actions taken to resolve the issue stated, "medical care unknown to [the manufacturer]. Hospital observation." The issue was resolved at the time of this report.